Manufacturer narrative:
Trackwise ID# (B)(4). Updated sections: b-5, g-4, g-7, h-2, h-3, h-6, h-10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 to jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 09/10/2021. The device was returned to the factory for evaluation on 09/10/2021. An investigation was conducted on 09/15/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. While it was reported the failure occurred right out of box, the product was retuned outside its plastic protective barrier. The plastic covering was observed to be opened. The heater wire was observed to be slightly twisted and completely flexed and bent away from the hot jaw with detachment at the tip but remained attached at base of the hot jaw. The clear silicone insulation on both the hot and cold jaws was observed to be intact, no visual defects were observed on the silicone insulation. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed, however we are unable to determine when the failure occurred as the product packaging was opened with the product outside its packaging. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 scope is bad and was not able to be used it. Right out of the box, the tip trigger was broken. They said that the heater wire was detached. The case completed by using another vh-4000. There was no contact with the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 scope is bad and was not able to be used it. Right out of the box, the tip trigger was broken. The case completed by using another vh-4000. There was no contact with the patient.